Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2026-00006 through 3012447612-2026-00008.

Event description:
It was reported that three tl removal hexalobe bits with fractured tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report two of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h4 and h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for universal hexalobe bit for the failure of fracture. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied beyond the intended use of the instrument leading to the fracture of the device.this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three tl removal hexalobe bits with fractured tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report two of three for this event.